Manufacturer narrative:
Return requested. Replacement computer shipped to site 10/17/2016. Suspect computer returned to manufacturer and is currently under analysis. On (B)(6) 2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A hard re-boot restored application launch screen. On 10/21/2016, computer was replaced. Medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, after the imaging system spin, the surgeon was navigating and alleged the navigation system became unexpectedly unresponsive. The site removed the navigation system and brought in a second system to continue the procedure to completion. Delay in therapy was 15 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Investigation of returned suspect computer was unable to confirm the reported issue. Initial power on successfully boots to login screen. Multiple power cycles, monitor system over extended period for the reported issue, none found. Hdd and ram report no errors. The device was found to be fully functional with no problem found. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.